Manufacturer narrative:
H3: indigo attachment analysis found that reported issue could not be confirmed, as the bur could not be inserted into the attachment due to detached bearings. The both the output drive shaft and the carrier where the ceramic balls sit exhibited pitting, and the laser markings on the device were faded. H6: codes b01, c0601, c07, c070606, d02, g04011, g04080 and g04112 were updated. The previously updated codes b21, c21, d16 and g04130 were no longer applicable for indigo attachment. H6: codes d20 was updated for indigo drill handpiece. The previously updated code d16 was no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during setup, the indigo attachment gets hot and vibrates while irrigation was in use. It was observed that the indigo attachment caused the blade/bur to wobble, but the vibrating device was not used on a patient. The issue was identified that the component vibrating was the attachment itself. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: drill 1845000 indigo high speed otologic, model: 1845000, (serial no. Unknown.) Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.